Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (loss of prime) issue. It was reported that the pump repeatedly emitted loss of prime warnings despite cartridge changes. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 08/20/2015. Device evaluation: the device has been returned and evaluated by product analysis on 07/30/2015 with the following findings: there was no evidence of loss of prime warnings found in the pump's black box. The pump performed the prime steps with no issue. The pump was exercised for 24 hours without any alarms being duplicated. The pump's force sensor failed a calibration check. The force sensor was removed and the resistance was found to be within specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Ted- resistance value was found to be in spec at 8.4 k ohm. Returned battery cap used for testing.